Event description:
It was reported that during a coronary stent procedure, the balloon ruptured and became entangled in the struts of the stent. They were able to remove the balloon. No pt injuries or complications occurred.